Event description:
Patient was in a (B) (4) clinical trial (B) (4) received all injections, first on (B) (6) 2006 and last on (B) (6) 2006. On (B) (6) 2007 admitted to hospital with chest pain. Diagnosis was unstable angina. Had a stent placement and was discharged (B) (6) 2007 feeling well. (Cross-indexed with product complaint (B) (4)).